Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in canada. The patient reported experiencing a bent cannula event on (B)(6) 2026, which disrupted insulin delivery and resulted in hyperglycemia (18 mmol/l). The elevated blood glucose was successfully managed by the patient through self-administration of insulin via syringe, resolving the issue with no further complications. No further information available.